Manufacturer narrative:
The following fields have been updated with additional information: h6, h11. Upon investigation of the actual device used in this incident, it was determined that the carefusion coordinate engine service would not start and the e-drive was full. A principal integration engineer remoted into the device and verified with the customer that they were ran sql backups. After the backup was taken on carefusion coordinate engine, the engineer cleared the space and started the carefusion coordinate engine service to resolve. The system functioned as intended after the principal integration engineer troubleshooted the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es several stations operating in critical override and the cce service was not starting. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.